Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the user was attempting to start medication infusion on a patient when the pcu alarmed "connection error." Pcu was then changed, and then multiple modules would alarm "error" (errors included "not recognizing the set," "unable to clear air in line alarm") the "check IV set" alarm would not clear. It was also reported that one of the modules "closing clamps was broken." The event resulted in the delay of medication. The devices were reportedly investigated by the customer's biomed. The report was not shared with bd. Although requested, the customer did not provide the information on actual patient impact. The customer also stated that the device will not be sent to bd as it was "repaired in-house."